Manufacturer narrative:
Manufacturing site evaluation: samples received: 3 unopened racepacks. There are no previous complaints of this code batch. The (B)(6) units of this code batch were manufactured and distributed, there are no units in stock. Needle attachment testing of the three closed samples received was completed and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread detached from needle.